Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused as it was programmed with bag of 1000 ml of milrinone to deliver at a rate of infusion at 22.5ml/hr in 3 hours but found to have infused only 7ml/hr after 7 hours. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2026-00795. All information can be found under manufacturer report number 1314492-2026-00795. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11. H11 : the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and deliver within specification. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.